Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft was implanted in the right common iliac of a male patient on (B)(6) 2012. The patient was seen for routine check up on (B)(6) 2017 and the physician noted that the graft had occluded in the right limb. Arrangements are being made for fem to fem bypass procedure, the date of which is unknown at time of reporting. Additional information and images have been requested.

Manufacturer narrative:
Additional information received between the time of the initial report and this report states that the patient had difficulty walking as a result of the reported event. A fem bypass graft was performed, after which the patient¿s condition was reported as stable. Investigation: a review of the instructions for use (IFU) and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document-based investigation was performed. There is no evidence to suggest the product was not made to specifications. Instructions are in place to verify that the device is manufactured to specification. The device is shipped with instructions for use (IFU); specific items are addressed such as correct deployment procedure and patient selection. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Possible causes for occlusion could be iliac tortuosity, graft compression, change in the vessel diameter due to inappropriate ballooning, repetitive stenosis, narrow inner iliac lumen, vessel damage/rough surfaces, and pre-existing patient conditions like occlusive disease/calcification causing a narrow lumen. Tortuosity, compression, and pulsation can create shear forces within the leg that stimulate thrombus growth. There is no objective evidence to determine if the root cause for this incident is procedural, patient, or device-related. A definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.